Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed that the iabp was not working via the main power supply. The company representative replaced the power supply assembly (part number 0014-00-0033-05). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The power supply assembly was received by the manufacturing facility at (B)(4). The analysis confirmed the failure. The part was sent to the supplier for failure analysis. The supplier indicated that the cr23, r32 were burned out. The manufacturer of the part confirmed the failure. The cause of the failure was cr3 short circuit and part cannot be repaired. The part was disposed to waste. (B)(4).

Event description:
The customer reported that during a routine check on the iabp, the iabp was not working via the main power supply. The customer reported that the iabp only worked via battery power. No patient was involved.